Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 240 units, and on occasion, the fill estimate values "jumped" from 60 units to 80 units, and up to 170 units. Subsequently, air was not being removed from the cartridge during the load process. Tandem technical support educated the customer on the proper fill technique. The customer reported experiencing elevated blood glucose (bg) levels in the past, which were addressed with a correction bolus.